Manufacturer narrative:
The customer rebooted the system and the system operating as intended. The customer canceled the service call.

Event description:
The customer reported that the system would not display a fluoroscopic image. This caused the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.